Event description:
It was reported that the device was 'not holding a charge and throws a battery error.' There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 10/11/2024. H3: one device was returned for repair. Alarm history reviewed confirming the customers complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Probable cause of problem was a bad battery. The battery was replaced and passed all performance verification testing.